Event description:
Information was received indicating that the volume was too low on a smiths medical pneupac® parapac® ventilator. There were no reported adverse effects.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing; this showed the device met with specifications. No device problems were identified.